Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device displays error 1000. There was no reported patient involvement.

Manufacturer narrative:
.

Event description:
The customer reported the device displayed error 1000 (monitor errors) and it would not turn on. There was no reported patient involvement.

Manufacturer narrative:
One control pca was returned for failure analysis. The reported problem was verified during lab tests. The device powered up with dfib power cycle 1000 error. Troubleshooting was performed and the problem was localized to open resistor r1105 that supplied 12v +vanalog to u307 which passes genmes signal to u111. The resistor was replaced with a known good one and the device passed all applicable tests.